Event description:
Pt status post intrathecal pump insertion 10/28/95 for delivery of continuous narcotics. Pt exhibiting signs and symptoms of narcotic withdrawal. Pt admitted to hosp to control withdrawal symptoms and pain with medication.